Event description:
A malfunction occurred during an update to version 7.8 of the tslim device. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, though initially, the customer could not reset the pump and had insufficient insulin. A follow-up call was arranged to further assist the customer once they were home.